Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the event occurred a couple of days ago during a busy period on the unit. The nurse described an incident where the foley was not draining. Male patient with advanced heart failure, was currently undergoing a heart transplant workup. They were being managed with diamox, diuril, and boluses of 200 mg lasix to optimize fluid balance and improve cardiac function. Additionally, they received an axilla impella procedure and had an indwelling urinary catheter placed in the operating room. After returning from the operating room, the patient repeatedly stated they gotta pee, thinking patient was confused post-anesthesia, the nurse reminded them that they had a catheter in their bladder. Upon showing them, nurse noticed the catheter was empty. Further assessment revealed that the urine collection bag tubing was excessively long, caused it to fold on itself on the floor. The metered bag was labeled bard. They were unable to attach the drainage bag in its typical place without causing kinking of the tubing. The nurse stated that the catheter was not from the cicu, and they did not use products with long tubing. Nurse also noted that the catheter seemed longer than those typically used in the cicu. Representative asked if there was an intact seal or if nurse could identify the catheter as a bd catheter, but nurse could not recall and only knew of preconnected systems. The registered nurse and the patient-controlled analgesia (pca) worked together to find a creative way to hang the urine drainage bag past the end of the bed to prevent kinking. Representative explained that the product described sounded like specialty tray for sensica. Nurse was not familiar with sensica but mentioned it might be used in the operating room. Nurse was familiar with criticore, which was rarely used on the unit. No packaging or additional details were known.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the event occurred a couple of days ago during a busy period on the unit. The nurse described an incident where the foley was not draining. Male patient with advanced heart failure, was currently undergoing a heart transplant workup. They were being managed with diamox, diuril, and boluses of 200 mg lasix to optimize fluid balance and improve cardiac function. Additionally, they received an axilla impella procedure and had an indwelling urinary catheter placed in the operating room. After returning from the operating room, the patient repeatedly stated they gotta pee, thinking patient was confused post-anesthesia, the nurse reminded them that they had a catheter in their bladder. Upon showing them, nurse noticed the catheter was empty. Further assessment revealed that the urine collection bag tubing was excessively long, caused it to fold on itself on the floor. The metered bag was labeled bard. They were unable to attach the drainage bag in its typical place without causing kinking of the tubing. The nurse stated that the catheter was not from the cicu, and they did not use products with long tubing. Nurse also noted that the catheter seemed longer than those typically used in the cicu. Representative asked if there was an intact seal or if nurse could identify the catheter as a bd catheter, but nurse could not recall and only knew of preconnected systems. The registered nurse and the patient-controlled analgesia (pca) worked together to find a creative way to hang the urine drainage bag past the end of the bed to prevent kinking. Representative explained that the product described sounded like specialty tray for sensica. Nurse was not familiar with sensica but mentioned it might be used in the operating room. Nurse was familiar with criticore, which was rarely used on the unit. No packaging or additional details were known.